Event description:
"After prolonged operation, blister and peeling of skin in contact with the green ring were seen. There were two similar cases occurred so far. The hospital uses seven alexis retractors every month on average."

Manufacturer narrative:
Incident device is currently being evaluated. Upon completion of evaluation, a follow-up report will be submitted.